Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(4). Batch: 19757548.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to stimulation being in the wrong target area despite reprogramming done. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.